Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, it occurred at the first firing. The reload was attached to the powered handle demo device and approached the hepatic vein. When the jaws closed. When fire button was pressed, the fire stopped after advanced several millimeters. The fire button was pressed again, but the cartridge still did not move and no error was indicated on the display (zone 1 was indicated). The doctor was advised to open the jaws and replace the reload and fired without problem. After that, the reload was used with the same kind main body and fired without problem. There was no patient injury.